Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty harness assembly on the bridge board. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.